Event description:
Reported by the patient as a displaced port and during revision surgery holes were found in the tubing.

Manufacturer narrative:
Medwatch sent to FDA on: 11/29/2007. The access port connector associated with this report has not been returned. Based upon the implant date provided the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."